Event description:
It was reported that an alert for episodes of noise reversion was observed on a device. Review of session records revealed the cause to be emi. The patient reported an episode of syncope.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.